Manufacturer narrative:
Internal film review: review of pre-implant CT¿s revealed that the patient had a thoracic aorta with a small flow lumen that coursed with little curvature from the lsa to the celiac artery. The flow lumen diameter along the ascending thoracic measured ~43mm average diameter, near the level of the lcca was 37mm, and just caudal to the lsa the flow lumen diameter was ~24mm. Across the arch and along the length of the descending thoracic the flow lumen diameter ranged from 23 ¿ 18 ¿ 14 mm. No clear thoracic rupture or dissection was observed from the films. In addition, no calcification was observed along the thoracic and the flow lumen appeared very smooth. Review of angiograms during implant to treat a aaa did not show any images of the patient¿s chest; therefore, the thoracic aorta and implanted valiant stent graft could not be assessed. The cause of the reported deployment difficulties, described as a proximal stent ¿bird-beaked¿ deployment, could not be determined from the films provided. Images during implant were not available for review and the reported event could not be assessed, and post-implant CT¿s were also not available. Returned pre-implant CT¿s revealed that the patient had a thoracic aorta with a small flow lumen that coursed with little curvature from the lsa to the celiac artery. The flow lumen diameter along the ascending thoracic measured ~43mm average diameter, near the level of the lcca was 37mm, and just caudal to the lsa the flow lumen diameter was ~24mm. Across the arch and along the length of the descending thoracic the flow lumen ranged from 23 ¿ 18 ¿ 14 mm. No calcification was observed along the length of the thoracic and the flow lumen appeared very smooth. It is possible that implanting a 38mm valiant within this small flow lumen may have contributed to the reported ¿bird-beaking¿, which reportedly was resolved after implanting an additional stent graft within the malformed device and ballooning. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a ruptured thoracic aorta. During the index procedure, it was reported that after the stent graft had been deployed to the desired location, the proximal stent ring appeared deformed and ¿bird-beaked¿ and an angiogram showed contrast to be flowing around/behind the stent graft. A second stent graft was implanted to extend proximally around the arch as far as the subclavian artery. The overlapped area of the stent graft was then ballooned which resolved the deformation. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.